Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During testing the device displayed a "door not fully latched" message. The evaluation found a loose upper link screw which is a known contributor of the symptom. The link screws have been replaced.

Event description:
During testing by baxter, the spectrum pump alarmed a door not fully latched message. There was no patient involvement. No further information is available.